Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Metal pin within the brush head fell out inside mouth [device breakage], no adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported that while using an oral-b rechargeable toothbrush, version unknown on an unspecified date, a pin from within the oral-b power oral care refills precision clean fell out inside her mouth. She reported that when using a different precision clean brush head on (B)(6) 2016, she again found a metal pin her mouth. No symptoms developed.